Event description:
It was reported that the device's pocket was revised for unknown reasons. The device was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that a pocket revision was performed due to migration of the patient's ICD causing discomfort. The ICD was explanted and replaced successfully on (B)(6) 2024. There were no patient consequences.